Event description:
It was reported that the patient experienced dizziness and lightheadedness and was evaluated remotely via merlin.net. It was noted that the right ventricular lead exhibited high capture threshold and decreased in sensing with resulted in under-sensing. It was also observed that the lead exhibited noise over-sensing which resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.